Event description:
Medtronic received information that 11 years following the implant of this pulmonary valved conduit, the patient was noted to have severe stenosis (max 79 mm hg, mean 46 mm hg) and moderate regurgitation. The patient reported a decrease in exercise tolerance and was classified as nyha class ii. Subsequently, a transcatheter pulmonary valve was implanted. (B)(6) months following the implant of the melody valve, a single stent fracture was noted in the distal portion of the stent (type I). No treatment was required, and no adverse patient effects were reported. Additional information was received that more than a year after melody implant, the patient was admitted to the hospital with (B)(6). Echocardiograms (tte and tee) did not reveal vegetation. Maximum conduit gradient was 38 mm/hg, mean gradient was 22 mm/hg. There was no conduit/melody regurgitation. The patient was treated with medication and subsequent cultures were negative, indicating resolution of the infection. Additional information was received that three years following melody implant, the patient experienced right ventricular outflow tract/conduit obstruction, severe tricuspid regurgitation, dilated aortic root/ascending aorta, and associated aortic regurgitation. It was noted that the conduit stenosis was mostly distal to the melody valve and the conduit was very long and heavily calcified. Additionally, the patient experienced a left to right shunt from residual ventricular septal defects. The melody stent fracture advanced to type ii stent fracture with loss of stent integrity. An intervention was performed in which the melody valve was explanted (after (B)(6) months) and the contegra was explanted (after (B)(6) years). No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device history record could not be performed, as no serial number was made available. Based on the limited information available a cause to the reported event could not be determined. (B)(6).

Manufacturer narrative:
Medtronic received information that the correct awareness date of the initial report submitted on (B)(6) 2012. This additional information was received on (B)(6) 2012. Subsequently, this follow up report was submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.